Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter reverted to the set up mode. The complaint was classified based on the initial information provided to the customer care advocate (cca) since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said the product issue started the day before at 4:30 pm. At 7:00 pm, the patient said she took her usual dose of medication, humalog insulin 20 units. The patient claimed she was dizzy and sweaty 2 hours after the product issue started. It is not clear whether the patient took the above mentioned insulin before or after she became symptomatic. She denied receiving treatment due to the issue. The cca confirmed that the meter reverted to set up mode after the battery was replaced. The cca walked the patient through resolving the reverting to set up mode issue. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs meter reverted to set up mode. She claims that she was dizzy and sweaty after the alleged issue started. Her symptoms can typically be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.